Event description:
It was reported the lead was capped and replaced due to decreasing impedances and an apparent insulation break. The lead was subsequently returned with a report of low impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead in segments returned.